Event description:
Customer reported, unexpected negative reactions on galileo ab_ID assay, with 3 patient samples. Two patient samples that contained anti-e ran on 1 galileo and one that contained anti-jka ran on another galileo were reported as negative. The antibodies were identified in gel testing.

Manufacturer narrative:
The residual volume and rois were adjusted on the instruments. The diluters and reader lamp were changed, and the wash manifold was cleaned. The customer ran patient samples successfully; instruments operated within specifications.